Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported 67-year-old female in st elevation myocardial infarction with an impella cp device for mechanical circulatory support. The patient developed sepsis during the course of impella support. As the pump was suspected as a source of the infection, the decision was made to explant the device.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. No product was returned. As per clinical, sepsis was suspected with elevated white blood cells (wbc), cardiac output (co) levels and systemic vascular resistance (svr) at 300. The cause of the infection/sepsis issue was most likely patient condition related and unknown relation to the impella.